Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to suspected fracture. The lead was discarded after explant. Ra lead pace impedance historical data indicates stable measurement values within normal specification limits while it was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.